Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump during self test did not vibrate if battery full. Insulin pump had no delivery alarm. Customer was able manually push insulin without problems. After insert to insulin pump no delivery alarm again occurred. Drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify no excessive no delivery/occlusion and audio/vibrate anomalies/absence of alarm due to motor error alarms. Device received with cracked belt clip slot and cracked reservoir tube lip.